Event description:
The following was reported to hamilton medical ag: summary: te-231012, 231009 self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.